Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture confirmed via MRI". Device remains implanted.